Event description:
While removing the speedlock hip 3.0mm knotless fixation implant to the left hip the anchor itself broke into 3 pieces outside of the wound. No x-ray was taken due to radiolucency of the anchor. The broken item was removed from the field and disposed of in the sharps bin. No harm to patient and patient discharged home after procedure.